Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure using an xi system, a nurse called mid-procedure to report integrated electrosurgical unit (iesu) or erbe errors m-11 and c-06, with monopolar energy unavailable. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed and verified the persistent errors, which remained after a power cycle. Switching to classic mode was not possible due to surgical workflow. The surgery was completed using only bipolar energy. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors m-11 and c-06. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of the erbe errors is m-11, internal timeout and c-06, system error. Activation request without parameter dataset.